Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of a merlin.net transmission revealed that the implantable cardiac monitor exhibited undersensing. No patient symptoms or additional information was reported.